Event description:
In 2007, the complaint was received regarding one step + hcg urine strip test. The reported problem was questionable result. The only information obtained is that pregnant woman was tested negative using this test. No add'l info was collected.

Manufacturer narrative:
Retain sample testing was performed. The retention devices met qc specifications. Correct positive results were observed when tested with 25miu/ml hcg urine control. The 100miu/ml and 10iu/ml hcg urine control yielded clearly positive results at 3 minutes reading time.